Event description:
The recipient experienced a wound dehiscence (specific date not reported), exposing the receiver/stimulator. The implanted device remains.

Manufacturer narrative:
This report is submitted on november 03, 2023.